Event description:
It was reported that during a trail reduction the pt's hip dislocated anteriorly. At that time the provisional femoral head dislodged and ended up in the pt's pelvis. The attempt to retrieve the provisional was unsuccessful, and the surgeon decided to leave it in the pt. It is reported that the pt is doing well-post operatively.

Manufacturer narrative:
This report will be amended when our investigation is complete.